Event description:
It was reported to philips that the philips field service engineer (fse) discovered during service that the device failed op check on etco2 test. There was no reported patient or user involvement and no adverse patient/user impact.